Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the image is not displayed. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image was the damage to the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.